Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion set was leaking at the cannula housing. As a result, the user experienced elevated blood glucose values (exact values unknown).

Manufacturer narrative:
Correction - the manufacturing site information was updated in section g1.